Manufacturer narrative:
Device was connected to the complaint lab generator and had no error messages. The device was tested for functionality and met all product requirements and specifications. The device had no issues with shutting off and functioning when the button was depressed and tested on the complaint lab raw chicken. No failures were detected during analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and a handpiece. It was reported that the site was unable to stop energy on the bipolar handpiece and needed to use a different one to continue the case. There was no impact on patient outcome and the hcp was transferred to service and repair.